Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported by a nurse that a vns pt was explanted of both generator and lead due to high lead impedance. The pt's generator according to the nurse was explanted due to prophylactic replacement while the lead was explanted due to high lead impedance. Review of the pt's implant card and return product form indicated the pt was explanted due to a fractured lead / high lead impedance. Review of the MFR's programming history database indicated the last known system diagnostics were from (B)(6) 2007 and were ok/ok/1/no. F/u was made with the pt's treating neurologist who indicated the pt was seen at an outside hospital for seizures and was brought in for an MRI in which her generator was programmed off on (B)(6) 2010. Interrogation of the pt's device after the MRI was indicative of high lead impedance on system diagnostics. The neurologist indicated that it was unk if pt manipulation or trauma was done to the device and no x-rays were taken. The neurologist did not have the last known system diagnostics available. The explanted generator and lead were returned to the MFR and are currently undergoing analysis.